Event description:
A patient reported that they were unable to test for several days due to their meter only prompting "clean test area". Patient went to the doctor's office and was able to test, no actual blood glucose values provided. No treatment or symptoms were reported. No further information has been reported.